Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment of a 7f exoseal vascular closure device (vcd) button could not be released. There was no reported patient injury. The procedure was completed using manual compression. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vascular closure device (vcd) and non-cordis sheath were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. No red color was seen in the indicator window during retraction. The device was not deployed outside the patient. The procedure was an interventional procedure and employed a retrograde approach. The operator was trained on the device, and stored and prepped per the instructions for use (IFU). The femoral artery suitability, including a 30¿45° sheath insertion angle, was confirmed via angiography. The vessel diameter was =5 mm with no visible calcium, plaque, stent, or stenosis >50% at or near the puncture site. There was no prior closure within 30 days, nor evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment of a 7f exoseal vascular closure device (vcd) button could not be released. There was no reported patient injury. The procedure was completed using manual compression. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vascular closure device (vcd) and non-cordis sheath were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. No red color was seen in the indicator window during retraction. The device was not deployed outside the patient. The procedure was an interventional procedure and employed a retrograde approach. The operator was trained on the device, and stored and prepped per the instructions for use (IFU). The femoral artery suitability, including a 30¿45° sheath insertion angle, was confirmed via angiography. The vessel diameter was =5 mm with no visible calcium, plaque, stent, or stenosis >50% at or near the puncture site. There was no prior closure within 30 days, nor evidence of hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.